Event description:
It was reported a patient underwent a kyphoplasty procedure on (B)(6) 2022 and topical skin adhesive was used. On (B)(6) 2022 patient called with symptoms: patient with severe local reactions, blistering, and dermatitis. Treated with prescription clindamycin. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Lease describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. No product is available for return.